Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent undersensing. The sensing was reprogrammed, the patient experienced no adverse events. The device remained implanted.